Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion and two openings curved on posterior. Leak test and microscopic analysis was performed which identified, opening crease smooth on posterior, striated opening on posterior. Observed, void >1 mm in non-textured, valve-to shell-bond area and brown particles on the fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage. An opening crease smooth on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.